Event description:
It was reported during an atrial fibrillation (afib) procedure, the physician thought a map shift occurred. There was no error code associated with this map shift. The bwi field representative pressed the ctr p and the sensors were in the correct position. The bwi field representative could not confirm the map shift. The patient had large respiratory motion and accurest was not used. At this time, the procedure was over, so no further troubleshooting was possible. Upon request, the bwi field representative, provided additional information on the event. The patient was (B)(6) with sleep apnea so breathing patterns were erratic. The physician noticed a difference in position of the catheter relative to the shell shortly after starting the first ablation application around the superior aspect of the right superior vein. The acl function was turned on during the procedure. The navigation catheter shifted. The bwi field representative was not able to quantify any map shift as the original map and map made after the shift overplayed accurately at the end of the case. There was no cardioversion or patient movement noted prior to the map shift. The reference patches were still in their original position at the end of the case.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, the physician thought a map shift occurred. There was no error code associated with this map shift. The bwi field representative pressed the ctr p and the sensors were in the correct position. The bwi field representative could not confirm the map shift. The patient had large respiratory motion and accurest was not used. At this time, the procedure was over so no further troubleshooting was possible. Upon request, the bwi field representative, provided additional information on the event. The patient was (B)(6) with sleep apnea so breathing patterns were erratic. The physician noticed a difference in position of the catheter relative to the shell shortly after starting the first ablation application around the superior aspect of the right superior vein. The acl function was turned on during the procedure. The navigation catheter shifted. The bwi field representative was not able to quantify any map shift as the original map and map made after the shift overplayed accurately at the end of the case. There was no cardioversion or patient movement noted prior to the map shift. The reference patches were still in their original position at the end of the case. The patient's weight was (B)(6) with a lot of adipose tissue (excessively loose skin and fat tissue) and that caused instability of the patient's posture on the bed. The table at this account is relatively narrow with a narrow head causing even more instability if the patient's shoulders are not fully supported (very likely with a patient this large) with rigid arm boards in stable positions. These factors were the root cause of the perceived map shift in this case and not a failure of the system. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.